Manufacturer narrative:
(B)(4). Evaluation summary: one defective sample was received for evaluation with the pouch opened. Visual inspection was performed. The synthetic y connector was found damaged. The reported condition was confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A pharmacist reported to baxter (B)(4) of a solution administration set in which the set "was found leaking at the level of interlink." The event occurred during infusion of zometa (novartis). A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The nurse had noticed that interlink was melted before use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.